Manufacturer narrative:
Additional information: a2, a3, a4, a6, b3, b5 corrected information: e1, h8 g3 in the initial report was recorded as 02/06/2026, however, the date should have been recorded as 01/30/2026. Manufacturer reference #: (B)(4).

Event description:
It was reported by a healthcare professional that a button sheared off of a silent nite 3d device. Additional information received reported that the event occurred 10/27/2025, while the patient was sleeping on his back. There was no injury to the patient and no intervention was required. It is unknown when the patient stopped using the device. The device has been returned.

Manufacturer narrative:
Additional patient and event information has been requested from the customer. The device was returned for analysis; however, the device investigation is pending. At the completion of the investigation a supplemental report will be submitted. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that the button had sheared off.

Manufacturer narrative:
Additional information: e1. The investigation has been completed and the results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Broken - the button appears to be broken. Delamination - layers were intact and did not separate. Discoloration - the device was transparent general cleanliness - the returned device appeared to be partially clean. Root cause description based on the complaint description, a definitive root cause could not be established; however, it is plausible that the root cause could be due to excessive bruxism which could have caused to break off. Manufacturer reference #: (B)(4).